Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply harness was evaluated and reseated. The voltage ps1 power supply was evaluated and adjusted to optimum operating voltage. The 3v battery on gib was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had a communication error which caused the system to lock up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event.